Manufacturer narrative:
The reported events were helix mechanism issue and material break. As received, a complete lead was returned in one piece with the helix found partially extended with traces of blood. X-ray examination of the lead found the helix was bent/ stretched consistent with procedural damage. Unable to test the helix mechanism due to the damage helix as received. The reported event of material break was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was due to damage helix consistent with procedural damage.

Event description:
During the initial implant procedure, the helix of the right ventricular (rv) lead was unable to fully extend. When the healthcare professional attempted to extend the helix, the rv lead was over torqued causing helix damage. A replacement rv lead was implanted. The patient was in stable condition.